Event description:
Device 4 of 4. Reference MFR. Report#:1627487-2019-03732, reference MFR. Report#:1627487-2019-03733, reference MFR. Report#:3006705815-2019-01078. It was reported the patient received ineffective stimulation from the scs system. As such, the patient underwent surgical intervention wherein the system was explanted.